Event description:
During surgery, cement came out very lumpy. They used both types of mixers (artisan and stryker) with the same result. There was no adverse consequence for the pt or delay in surgery or anesthesia time.